Event description:
It was reported that a small volume folfusor had no flow during patient infusion via a portacath. The device contained fluorouracil 4608mg in 115ml of sodium chloride 0.9%. The expected infusion time was 46 hours, however, 100% of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between october 1-2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed fluid in the device's bladder which suggested the issue may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.